Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the power source connector had a broken pin. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where the product malfunction was confirmed. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on port two (2) connector most likely a result of improper handling and excessive amount of force when inserting connector unto the controller power port. The most probable root cause of damaged controller power ports to be a combination of material durability, assembly interferences, and user mishandling. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the patient that there was a broken pin in one of the power ports of the controller. The patient was unable to connect a power source to the controller at that port. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.